Event description:
It was reported that the patient underwent surgery to reposition the migrated lead on (B)(6) 2024. Effective therapy was recovered nothing explanted/replaced, no complications.

Manufacturer narrative:
A patient experienced ineffective therapy, confirmed loss of therapy was reported to abbott. Lead migration was confirmed. As a result, the leads were repositioned to improve coverage. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2024-00492. It was reported that the patient experienced ineffective therapy, confirmed loss of therapy by physician and confirmed lead migration. Revision may take place to address the issue.